Event description:
Hosp unit, bone marrow transplant, infusion running for two hours at 42ml/hr, chemo finished, and clinician went to attach ns to flush the line and the luer connection between the es-05 and the es-06 came undone and pt lost a small amount of blood. Reporter was not able to obtain the tubing because of blood, bodily fluids hosp protocols. Set was disposed of.